Event description:
Post-op a lap adjustable band procedure, the patient had the band removed due to intolerance. There was no erosion, the patient had a lot of adhesions. Multiple attempts were made to fill the band but had to be withdrawn because of discomfort.

Manufacturer narrative:
Date sent: 6/23/2009. Info is unavailable; device was not returned for evaluation.